Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient had experienced migration of the acetabular cup, loosening of the implant, a clicking sound in her hip, and significant atrophy of the femoral neck along with continuous groin pain and elevated chromium and cobolt levels in her bloodstream. Update rec'd 6/30/2015 - sales rep reported revision surgery. No reason for revision given. Stem and sleeve are being added for previously alleged elevated metal ion levels. This complaint was updated on 07/13/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).